Manufacturer narrative:
Device history record in review. Consumer did not return product for evaluation.

Event description:
This is a non-us event. The product problem occurred in (B)(6). Consumer inserted a tampon and upon removal the tampon came apart into pieces. The remaining pieces came out of her body on their own.